Event description:
It was reported that (3) prw35 and (3) prr35 were used during a total knee and hip replacement procedure. It was reported by the rep that the skin staples did not close. It is unknown how the case was completed. There was no consequence to pt.